Event description:
It was reported via repair work order that there was a power cord malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a power supply malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This report is being filed to correct the issue from power cord to power supply. This correction was determined during the device investigation.